Event description:
The reason for the call was the patient reported that when recharging their implant, it charges to 90% or 100% and then stops there. Patient stated that their back was driving them crazy and it was a mess so they pressed the white stimulation button to turn the stimulation on in an attempt to "jumpstart it". Patient mentioned that a manufacturer representative (rep) corrected it because one of the wires wasn't quite right and not working, so they linked it all to good wires. Patient stated that they spoke with the a rep who advised them to call patient services (pats). Agent had patient reset the controller. Patient denied any damage to the controller, recharger and battery pack. Agent had patient blow air into the controller charging port and wipe the rtm pins. Agent had patient connect the recharger and start the ins recharge session. Patient confirmed that the controller battery was 100% and the implant was 80% with recharging excellent. Agent guided the patient in adjusting their intensity settings. The patient has groups a, b, and c. The patient began with group b, program 1, increasing the intensity from 3.8 to 5.8 but did not feel any stimulation. In program 2, they adjusted the intensity from 5.1 to 5.5 and felt a slight sensation; 5.4 seemed to be optimal. In program 3, an intensity of 5.1 felt satisfactory. The patient then switched to group a, program 1, with an intensity of 4.2 but did not feel much stimulation. In group c, program 1, increasing the intensity from 3.5 to 4.8 produced no sensation. However, in program 2, increasing from 3.5 to 4.7 was described as good by the patient. For the event date, patient stated been a couple of weeks ago and they have been suffering with it. Agent reviewed information and the patient was redirected to their hcp to check their implant and therapy settings.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.